Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +19.0d) was explanted due to visual disturbances. The treating physician also noted the presence of a "haze" on the lens, observed during an exam.